Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green liquid leaking out from the system controller power cables was not confirmed. A review of the submitted event log file spanned approximately 2 hours (23feb23 from 12:22:14 ¿ 14:28:20 per time stamp). There were no active alarms present in the log file. System controller, serial (B)(4), was not returned for analysis and was exchanged. There were no photos submitted for review. The provided information stated that they had green liquid leaking from the power cables. The extent of possible damage to the cables is unknown. Additional provided information stated that the controller will not be returned. A root cause for the damaged pin was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was green liquid leaking from the system controller power cables. The patient¿s system controller was exchanged.